Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured september 1991. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced under log: (B)(4) 3/1/2022 for a worn foot pedal valve and a temperature gauge. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on repair log: (B)(4), this unit was at csi on 10/25/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit's e-way valve seals were dried out. Root cause: dried out seals on the 3-way valve can get stuck preventing the defrost. As this unit has been in the field for 31 years and only one recent service for additional worn items the root cause for this complaint condition is attributed to wear and tear. Correction and/or corrective action: the unit was evaluated, repaired, tested to specifications, and returned to the customer. No further corrective action is necessary. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Probes not defrosting. Fs log#: (B)(4). 1216677-2022-00299 ce82 delivery system 2000 e-complaint: (B)(4).

Event description:
Probes not defrosting. Fs log #: (B)(4). Ce82 delivery system 2000 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.